Event description:
Product was returned as implant failure at 12 months. Based on the report, patient does not have any medical history and oral hygiene, and bone condition was described as good. Doctor also indicated that the implant was removed, because the device was separated from the bone.

Manufacturer narrative:
.